Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported partial breakage of the device at approximately 7-8 cm from the exit site. Leakage of infused substance from the exit site is reported. Catheter fixed with statlock. No exposure to any fluids, no further action taken. No patient harm reported. No other information was provided.